Event description:
The facility reports the cna was transferring the pt with the lift from her recliner to the bathroom. While moving through the room, the plastic bearing at the top connection of the mast broke. The pt fell to the floor. The pt was taken to the ER and later admitted to the hospital for a fractured pelvis.